Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 144mg/dl at the time of incident. Customer stated that they were unable to exit the load reservoir process. Troubleshooting was performed. The product will return for the analysis.